Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 event was reported for this quarter; 1 device was not available to stryker for evaluation. No further evaluation was possible. There were no remedial actions taken. This device is labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device broke during a surgical procedure; there was patient involvement. There was no patient impact.